Event description:
There was a report of an occurrence of a leak of a fluid warming infusion set. No pt injury or adverse event reported.

Manufacturer narrative:
Eval summary: product was visually inspected and no non-conformities or abnormalities were noted. A performance test was performed, product was found to meet MFR's spec. No failure detected and product within spec.